Event description:
Revision surgery - due to a failed shoulder.

Manufacturer narrative:
The reason for this revision surgery was to remedy a failed total shoulder. There was no delay in surgery, and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history record could not be performed without the lot number for the part. A review of the product complaint report history shows this is the first complaint for this part number. The root cause for the failed total shoulder was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.